Event description:
The customer reports that the device failed the operational check test and has charge/shock failures for the therapy pca in the status logs. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device failed the operational check test and has charge/shock failures for the therapy pca in the status logs. There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.